Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Issue had already resolved before contact with technical support, and customer used tandem wall adapter and tandem charging cable without changing charging supplies, with no additional actions documented.